Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round spectrum 425cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/14/2018, mentor received additional information: (B)(4). The patient underwent bilateral removal and replacement with mentor smooth round spectrum 425cc saline prostheses on (B)(6) 2018; catalog # 3501470, lot 7558787. The implants were intact bilaterally and were deflated to allow for removal. Inspection of the pocket revealed bilateral excavatum of the chest wall which contributed to the loss of volume anterior projection as well as lateral drift. It was noted the patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/21/2019, mentor became aware that previously submitted medwatch report numbers (B)(4) and (B)(4) were duplicated. Any additional event information, if received, will be submitted under this manufacturer¿s report number. The patient's ethnicity has been updated to not hispanic/latino and her race to "asian". Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed an area of missing material on the posterior view measuring 3.5 by 2.9 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. An area of missing material was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5824246 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing or that the missing material was the root cause of the capsular contracture. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 9/14/2018, mentor received additional information: serial numbers of replacement devices were (B)(4). Manufacturer¿s reference number: (B)(4).